Manufacturer narrative:
Added information to section h6 (type of investigation) updated section b5, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The report of leakage issue was confirmed. Leakage was detected at the bond joint between pressure tubing and reservoir stopcock near the area indicated in customer photo. Leakage occurred across bond area. No other visible damage or leakage was noticed from the returned kit. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The cause is most likely related to the solvent bonding procedure. There are clear instructions on how to verify the units and ensure the tubing is correctly inserted into the connectors is provided. The manufacturing personnel were notified about complaint. Additionally, there are manufacturing controls to avoid potential causes related to the reported malfunction.

Event description:
As reported, this disposable pressure transducer with vamp leaked blood at the purge accordion, there were small bubbles in the line. No further information is available. There was no allegation of patient injury. Patient demographics unable to be obtained.

Manufacturer narrative:
The product was returned for analysis; however, it has not been evaluated yet. Upon the evaluation of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this disposable pressure transducer with vamp leaked blood at the purge accordion, there were small bobbles in the line. There was no allegation of patient injury. Patient demographics were requested and unable to be obtained at this time.